Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the footswitch led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.

Event description:
It was reported that the generator's foot switch had an e433 error and keeps restarting. The issue was observed during an laparoscopy procedure that was completed using a back-up device. There were no reports of patient harm.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.